Manufacturer narrative:
Concomitant product: fortiva porcine dermis, 10x25 cm (product ID: pd1025, lot number: mp161601). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced recurrence, abscess, cellulitis, bacterial infection, granuloma, ulcer, granulation tissue, inflammation, fibrosis, foreign body reaction, (B)(6), infection, abdominal pain, erythema, skin warmth, purulent material, failure of mesh, disrupted mesh, respiratory failure, and fibrinous reactive tissue. Post-operative patient treatment included revision surgery, hernia repair with new mesh, admission to hospital, antibiotics, lysis of adhesions, removal of hernia sac, reduction of hernia contents, debridement of skin/ subcutaneous tissue/muscle/muscle fascia, abdominal wall component separation, placement of drains, closure of rectus fascia, debridement/ resection of skin/ subcutaneous stitch granuloma, fibrinous reactive tissue dissected, medication, and removal of mesh.